Manufacturer narrative:
A follow up report will be submitted should the product become available. Corrective and preventative action has been initiated to investigate this event.

Event description:
A report was received from canada stating "cutter showed vitreous/bss spat on the biom prior to the cutter stopping while performing vitrectomy. The surgeon did not see any tears nor detachments related to the malfunctioning of the cutter." Add'l info received, the aspiration continued after the cutter stopped.